Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that there was a automated impella controller failure red alarm upon start up. There was no patient harm.

Manufacturer narrative:
The investigation was completed. Data review: the console logs indicated a controller failure that issued alarm #418 and identifying the purge pressure sensor voltage as to be out of specified operating range. This confirming the reported "controller failure red alarm start up" error. Device analysis: upon bootup, the console displayed a controller failure with a red alarm message. A functional test of the purge pressure sensor signal output to be at 0.404v where as the minimum should be operating above 0.410v. This confirming that the sensor signal output was not within the normal operating range when compared to a known good sensor at 0.498v under the same testing conditions.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.